Event description:
It was reported the physician successfully implanted a 25mm gore® cardioform occluder to treat a patent foramen ovale, with no intraoperative issues. The patient was discharged and returned 1-2 days post-operatively with a mild fever. The patient was subsequently referred to (B)(6) healthcare for further evaluation. A transthoracic echocardiogram was performed, during which the physician noted an abnormal appearance of the device. A CT scan was performed, to which it was noted the device had a clot on the right side. The patient was then placed on dap treatment. Patient is reported to be doing well. It was later confirmed patient was discharged without dual antiplatelet therapy (dapt).

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use list thrombosis or thromboembolic events resulting in clinical sequalae, including pharmaceutical therapy as a potential device and procedure related adverse event. Echocardiographic images were provided for evaluation. The findings are described below: the image revealed a large organized non mobile echogenic mass attached to the right atrial disc of a gore® cardioform septal occluder. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.